Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Sensor was de-cased and additional visual inspection has been completed, and no issues were observed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high sensor scan result perceived to be higher compared to readings (unspecified) on a competitor brand meter. As a result, customer experienced symptoms described as dehydration, dizziness and loss of consciousness. The customer was unable to self-treat, requiring treatment with fluids (unspecified) and insulin (type/dose unknown) provided by a healthcare professional (hcp) for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.